Event description:
This unit lost vacuum during a phacoemulsification procedure. Two backup units were brought in but both failed to boot up properly. Because of the delay the doctor performed an extracap procedure and the pt experienced a delay in recovery. No add'l problems were reported.